Event description:
A customer had a problem with the bn marrow snarecoil ndl . The customer states "needle snapped in half and plastic hub separated from needle causing needle portion to remain in patient. Doctor was able to remove a piece but has to schedule surgery to remove remaining piece. Injection was on the right posterial ilica bone."